Event description:
Discordant, falsely high sodium and chloride results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was flagged by the instrument and the operator repeated the sample on an alternate instrument, resulting as expected. The sample was then repeated on the same instrument, also resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely high sodium and chloride results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.